Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment related to the touchscreen not responding to the programmer stylus. The x-y printed circuit board (pcb) assembly was replaced preventatively. The stylus was damaged / bent but functional and was replaced. The xy-pcb / stylus was calibrated. The power cord bay was broken and was replaced. The programmer hard drive was reconfigured software reloaded.. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch screen would not respond to the stylus. It was noted that the stylus was changed out but the issue persisted. There was no patient involvement.